Event description:
A customer contacted beckman coulter, inc. (Bec) and reported receiving one leaking access wash buffer ii in a box. The box contained four (4) bottles of 1950ml wash buffer. The customer was not questioning any patient results. There was no report of injury, but there is the potential for a slip hazard and exposure to skin sensitizer.

Manufacturer narrative:
The reagent bottle was damaged. Replacement was sent to the customer. A clear root cause for the damage is unknown. (B)(4).